Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): - 110045821 (01746411). - 113032 (j7773112). - 118001 (66793040). - 405800 (67005526). - sagl2043 (66737956). - sagp0002 (66775282). - us-115734 (66511453). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial shoulder arthroplasty, the surgeon indicated that the drill bit of the reamer was dull. The correct surgical technique was used, and no complications, impacts, or surgical interventions were required due to this malfunction. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; e1; g1; g3; g6; h1; h2; h3; h6. Proposed annex g code: mechanical (g04) - drill. The reported event is confirmed by the returned device. Visual examination of the returned product pictures identified the device exhibits signs of use (scratches) and confirming complaint the tip is damaged/cracked. Performed dimensional analysis results within specification. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.